Event description:
Procedure: colostomy take down. Intra-operative anastomotic leak with an eea28. The anastomosis was revised using a second application of a purstring 65, redial reload, and eea28. The case was extended by approximately 60 minutes.

Manufacturer narrative:
(B)(4).